Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported regarding unexplained high blood glucose. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. A tubing clamp was not available at time of call to perform the high pressure test. A follow up was conducted, and found that the customer was in the emergency room due to high blood glucose. The caller mentioned having a serious renal failure, and every time his glucose level goes high, it does progress the renal failure. The customer experienced vomiting and diarrhea. The customer stated that he was receiving the treatment that he needed and once he had the energy to leave, he got up and walked out. No further information was provided.